Event description:
It was reported that during a follow-up visit in the clinic, a high capture threshold was noted on the right ventricular (rv) and right atrial (ra) leads. A chest x-ray confirmed that there was no movement of the leads. Both leads were explanted and replaced with new leads. The patient was stable before, during, and after the procedure.